Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the leads were good and the impedances were all within normal limits. The cause of the change in coverage was not determined and it was unknown why the patient did not sense the paresthesia as before. The patient had an appointment the next day and the representative was going to discuss the issue with the neurosurgeon. It was unknown why the patient was not getting pain relief and the issue was not resolved. Further information received from the consumer reported that the system was currently off and when it was on they get muscle twitching. The patient noted that they couldn't feel stimulation or tingling but everything was fine with the system. The patient explained that the healthcare provider wanted to place a tens patch over the leads to see if the patient could feel that stimulation.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a275, (B)(4), ubd: 08-feb-2022, (B)(4); product ID: 977a275, (B)(4), ubd: 08-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that one of her electrodes was not working. The patient had a lack of efficacy and no external or patient factors were known to have contributed to the issue. The patient was going to meet with the manufacturer representative on 10-sep for troubleshooting. The indication for use was non-malignant pain. Additional information received from the rep reported that the lead with the 'bad electrode' was revised and a lead was added. Following the revision the patient experienced a change in coverage. The patient could feel stimulation come on following a programming change but then the sensation is lost. Impedances were within normal limits. The rep was to attempt changing the parameters to see if the stimulation sensation could be maintained. No further complications were reported.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that two years ago something happened to the leads and they finally replaced them now since they tried to program and nothing ever worked however it was finally done and all was working. The patient stated that the leads were messed up or broken, they were not exactly sure what happened but this happened two years ago and they tried to troubleshoot and they just got them replaced on (B)(6) 2019. No further complications were reported.